Event description:
In 2009, the sales representative reported that in 2001, the patient was implanted with bacfix product. On an unknown date the patient had low back and leg pain. Additional information on 15 jul 2009, the sales representative reported via email that the implants looked fine and the surgeon reported that the patient appeared fused. The patient was revised a week after the original date.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending.